Event description:
Programming data was received and reviewed. It was noted that the high impedance was observed to have occurred prior to the initial report. No other anomalies other than the reported high impedance were found in the data reviewed. No known surgery has occurred to date. No additional relevant information has been received.

Event description:
It was reported by neurologist that the patient was observed to have high impedance during interrogation. It was reported that patient was also having an increase in seizures and seizure severity. Xrays were reported to have been performed but would not be sent to manufacturer for review. Device history records were reviewed on the suspect lead. The device passed all functional specifications and quality tests and were sterilized prior to distribution. No known surgery has occurred to date. No additional relevant information has been received to date.

Event description:
Patient had a full revision performed. Impedance was reported to be within normal limits after the full replacement. The explanted lead has not been received to date. No additional relevant information has been received to date.

Manufacturer narrative:
D9. Device available for evaluation? - correction - &#34;yes&#34; should have been included on supplemental #2 MDR and returned date should have been 2/26/2021.f10. Health effect - impact code - correction - f1905 should have been included in the supplemental #2 MDR.

Event description:
The explanted products were received and lead product analysis is being performed. Generator analysis was completed. There were no performance or any other type of adverse conditions found with the pulse generator. No additional relevant information has been received to date.

Event description:
The lead analysis was performed. Lead fracture was not confirmed in analysis. Continuity checks of the returned lead portion confirmed no discontinuities. The condition of the returned lead portion is consistent with conditions that typically exist following an explant procedure. The setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. No additional relevant information has been received to date.